Event description:
It was reported that while performing a thrombectomy, the tip of the catheter broke off in the patient's graft. It was stated that the physician snared/removed the tip from the graft, which reportedly caused a hematoma. The patient was reportably stable.

Manufacturer narrative:
Catheter not received for evaluation. However, the directions for use for the edwards model 12tlw404f fogarty thru lumen embolectomy catheter cautions that balloon rupture and tip separation may occur in situations where the recommended pull force is exceeded to remove adherent material.